Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the cassette was not returned, a complete device analysis could not be completed. A batch review was conducted for associated lot number h14b13045 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause of the reported alarm could not be determined with the available information. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported an unknown system error during use of the homechoice machine. It is unknown which process step this event occurred during. There was no patient injury or medical intervention.